Event description:
Pt report discomfort at implant site to physician on (B)(6)2014. On (B)(6) 2014 pt reported additional pain at site and that the abutment and implant were loose. On (B)(6) 2014 pt reported that the implant and abutment came out when he took off the processor. Pt to have revision surgery on (B)(6) 2014.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.